Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix total parenteral nutrition bag was leaking from a small pinhole on the lower right corner close to the seam. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection under magnification was performed and passed successfully with no issues relating to the reported condition. A manufacturing record review revealed no issues that could have caused or contributed to the reported issue. Underwater leak testing was performed and passed successfully with no issues relating to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.